Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, in rare instances, some patients may be allergic to the plastic aligner material.", "the product may temporarily affect speech and may result in a lisp, although any speech impediment associated with the product usually disappears within one or two weeks." No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required hospitalization (initial or prolonged), therefore, this event it is being filed as an MDR per 21 cfr 803.

Event description:
The treating doctor reported the patient presented dizziness, nausea, vomiting, tremors and speech problems. Patient was hospitalized for 4 days. Medical intervention and symptoms happened on (B)(6) 2025. The patient stopped the use of the product and by now the patient is getting better.

Manufacturer narrative:
Additional information provided on (03/28/2025): the patient is now feeling better. The patient is still experiencing some symptoms; however, the treating doctor has excluded any connection with the aligners. There were no abnormalities found in any of the testes performed. There was no test result that suggest a possible allergic reaction or intolerance to the product.